Event description:
It was reported that stimulation was intermittent. When the patient first got the device, the patient had intermittent stimulation and shocks when they went through security devices. It was also noted some security devices would turn the implantable neurostimulator (ins) off and patient would get severe diarrhea and barely make it out of the store.

Manufacturer narrative:
Product ID: 3093-28, lot# v952169, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-28, lot# v952169, implanted: (B)(6) 2012, product type: lead. (B)(4).